Manufacturer narrative:
The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The customer experienced signal loss alarm with the freestyle libre 2 application. Freestyle libre 2 complaint was investigated and no issues with the libre 2 application in use with samsung 10 phone with android 13 operating system was determined that would have led to the complaint. Attempted to replicate the issue using similar device configuration and was not able to reproduce the complaint. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with samsung 10 with android operating system version 13. A customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced loss of consciousness. The customer was unable to self-treat, requiring third-party treatment of glucose and apple juice by a non-healthcare professional (hcp). There was no report of death or permanent impairment associated with this event.